Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. The customer's blood glucose level at the time of incident was unknown. Customer reported that the symptoms they have expressed were indicative of the possible onset of dka. The auto mode feature was not active at the time of reporting high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.